Event description:
I had an incarcerated hernia of my stoma and needed an emergency repair. The surgeon told me I would receive "antibiotic impregnated mesh". At the time the only mesh I knew about was poly. Apparently, there is also a biologic mesh, but I did not know that, and was not informed that was what would be used. Later I was told that I was given a biologic mesh implant. I inquired but am still not sure if it was animal or cadaver. I am a very longtime vegetarian (1987) wherein I ingest no meat (do eat organic eggs and cheese - no milk, fish, etc.). I would have rejected having a biologic mesh implanted had I known they existed. Now, I have had a terrible time with this biologic mesh. I have had several abscesses, a large cavern under it that is not healing well despite months of packing. I believe this has been caused or exacerbated by having tissue placed inside me against my very strongly and deeply held beliefs, as well as having had no such things ingested by me for decades which left my body unable to absorb them the way most meat eaters would. I have tried to bring this up with many of my providers including the surgeon who did the surgery, and can tell they think I am just being nutty or a hypochondriac. I have asked several (including the original surgeon and my pcp) to report this and they all refused (or just ignored me). In fact, I think vegetarians and vegans should be given this very important information at the outset and that we may be more susceptible to infections and rejection of these biologics. Both my body and mind are against this sort of thing and it has played out terribly in my results. I had two prior colorectal surgeries and had no such abscesses and reactions. It is still inside me. I am scheduled to have reversal at the end of (B)(6). Hate that you are making me use a google recaptcha to report a medical issue to the usg!!!!either use your own or at least use hcaptcha which is not a surveillance borg.